Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Product not returned.

Event description:
Per medwatch (B)(4), the customer reported that the sensor spo2 [is] not reading, and the ge beside monitor displays ¿faulty probe'. There was no patient impact or consequence reported.